Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false positive atrial fibrillation (af) due to ectopy and sick sinus syndrome. The icm remains in use. No patient complications have been reported as a result of this event.